Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing a wireless external neurostimulator (wens). It was reported that the patient received a trialing device yesterday and when the sedation wore off they were having "like a charley horse" on the left side from their groin and the back of their buttocks down to their knee and foot. The patient confirmed that this sensation was pain. The patient was told to not touch their device and was advised to see their healthcare provider to discuss decreasing stimulation to see if that got rid of the pain they were having. No further complications reported. Information was received from the patient. Patient said during the trail they only put in one lead because they could not get the second one in. Patient said the first night he had the trail it was horrible because they had turned it up too high. Patient talked to rep and turned it down and then it was fine. No further patient symptoms or complications were reported in this event.